Event description:
During the lap assisted hysterectomy, a needle from the covidien polysorb 0 es-09 broke during use. Half of the needle was retained within the endostitch device, the other half (tip of needle) was not found. The surgeon searched the wound and the operative site was irrigated and suctioned. The surgical staff searched the field and room.